Event description:
The reporter did meter to lab comparison testing on clinic's meter. Using a venous sample from an unidentified pt, the tests were done at the same time. The meter gave a reading of 138 mg/dl, and the lab test result was 634 mg/dl. The reporter stated that the pt had no hematocrit or dehydration issues. Hcp had been getting low control solution tests on one vial of strips in box; the next vial of strips tested within range. No harm was alleged.